Event description:
It was reported that the patient, enrolled in the it matters clinical study, underwent an inflatable penile prosthesis (ipp) replacement surgery due to a mechanical issue. No additional information was reported.